Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that there is crack on reservoir compartment opening of the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer insulin pump will be replaced.

Manufacturer narrative:
Findings: unit received with broken reservoir tube lip. Unit received with cracked battery tube threads, case at reservoir tube window corners, reservoir tube window, case at display window corners and lcd window.